Event description:
Angiographic catheter partially separated fromt he hub of the catheter allowing contrast to leak from the catheter. Occurred twice with catheters from same lot number#1543093. All catheters with same lot number removed and MFR notified. No adverse pt outcome.